Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Event description:
Customer reported that the display on the insulin pump is blank. Customer stated that the screen was light for around 8 minutes even though the battery was out. During troubleshoot; the customer stated that the insulin pump does not have physical damage, has not been exposed to moisture and it might have been dropped or bumped. Customer stated that there is no damage on the battery cap or battery compartment. Customer inserted a new battery and the display did not come back. Customer was instructed to remove the battery for 10 minutes; she stated that the device alarmed an unexpected restart. Customer stated that she had to reset time and date and now it is requesting a rewind. There was an alarm recorded on the history. Customer stated she passed kidney stones recently. Customer did not feel safe with the insulin pump and requested a replacement. Nothing further reported.